Event description:
The reporter stated the surgeon implanted a cc4204a collamer aspheric single piece lens on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to the patient having anisometropia. There was no patient injury.

Manufacturer narrative:
Evaluation: method - medical review. Results - visual inspection of the returned product found the lens torn into three pieces. The lens was returned in liquid. Medical review - anisometropia is a condition where a patient is unable to tolerate binocular vision due to each eye having a different refraction. A normal person is able to tolerate a 2.5d difference between both eyes before symptoms of unbalanced vision or anisometropia occurs. This event is most likely due to the surgeon's error, not considering the difference in the patient's post-op refraction prior to implanting the iol. Conclusions - based on the complaint history, medical review and the evaluation of the returned product, the most likely cause of the event has been determined to be due to surgeon's error. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - surgical procedure, secondary surgery, explanted. (B)(4). Lens not returned.